Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 plus mg/dl, went to bolus she saw that insulin was rolling on her stomach and when she removed it the cannula was bent. The customer also states had air bubbles in the reservoir. The customer declined troubleshoot for high blood glucose. The reservoir will be returned for analysis and the insulin pump will not be returned for analysis.